Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 they allege that they have intermittent water, and the handpiece gets warm to the touch, no injury resulted.

Manufacturer narrative:
No water flow due to a clogged water solenoid, debris buildup in the water supply hose, debris buildup in the water filter. Clogged water system restricting water flow, not allowing water to cool off handpiece. Cracked auxiliary foot pedal connector on the power drive board. Dead batteries in wireless foot pedal, blockage in the handpiece cable causing restricted water flow, corroded contact pins on the steri-mate handpiece.